Event description:
Pt arrived for regularly scheduled hemodialysis treatment. Pre-treatment vital signs were weight 48.0mg, blood pressure 143 / 91, pulse 93, respirations 17, temperature 97.5. At approx 1118 hemodialysis treatment was initiated via a central venous catheter(cvc) at a prescribed blood flow rate of 400. A hemaclip secured the connection between the eve and bloodlines on both the venous and arterial limbs of cvc. At 1132, the patient care technician responded to an alarm at the patient station. Upon inspection, blood was noted on the underpad as well as the patient's chest and abdominal areas. The blood pump was stopped. Blood was not returned to the patient due to the presence of air in the bloodlines. Blood loss was originating from venous bloodline/venous lumen connection site. Carotid pulse was not palpable, CPR was started and ems was called. Fluid resuscitation was given, with a total of 1500ml of normal saline administered. At 1140, ems arrived and assumed care of the patient. Vital signs upon leaving the facility were blood pressure 80/47, pulse 81. Pt was taken to good samaritan hospital where further intervention was provided. Family made the decision to change patient status to comfort care only. The patient passed away at 1415.